Event description:
The hospital maintenance person reported that the head and knee function had an unintentional movement. After troubleshooting with a hill-rom service technician, it was discovered that the siderail control cable was damaged. Replacement of the cable resolved the malfunction. There were no reported adverse events associated with this product problem.